Event description:
The pt underwent a catheterization in 2000 which was closed with the closer tsl 6fr device. No antibiotics were given at that time. The pt was readmitted in 12/2000. The surgeon reportedly found a pseudoaneurysm and an infected femoral artery, which he repaired. It is reported that the pt went into septic shock. As of 01/2001 the pt was still in the hosp, but improving. Although requested, no further info was available.